Manufacturer narrative:
B5.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 759mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 5 days later, (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was xx (mg/dl). The customer continued to use the pump for insulin therapy. Or it was reported that the pump battery was depleting quickly. The customer¿s blood glucose was xx (mg/dl). The customer reverted to an alternate method of insulin therapy.